Manufacturer narrative:
External insulation abrasion was noted at 9.6-10.6cm from the distal tip. The etfe coating was intact at this location.

Event description:
It was reported that externalized conductors were observed on x-ray. No electrical anomalies were observed. The lead was explanted and replaced.